Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin leaking at the coupling housing on (B)(6) 2025. Patient changed infusion site and resumed insulin delivery. No additional assistance or medical intervention were needed. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008861 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set the lot 6008861 was manufactured according to the wi version 98, packaged m14, on 26/aug/2024, with a total of (B)(4) units. Welding: the lot 4h01479 was manufactured according to the wi version 34, manufactured in the line ls24, ls25, on 22/aug/2024 with a total of (B)(4) units. The lot 4h01477 was manufactured according to the wi version 34, manufactured in the line ls06-ls07, on 21/aug/2024 with a total of (B)(4) units. Gluing of tubing: the lot 4h02913 was glued according to the wi version 64, manufactured in the line sc05 on 19/aug/2024 with a total of (B)(4) units. Gluing connector: the lot 4h01456 was glued according to the wi version 37, manufactured in the line l-3 on 21/aug/2024 with a total of (B)(4) units. The lot 4h01457 was glued according to the wi version 37, manufactured in the line l-3 on 22/aug/2024 with a total of (B)(4) units. The lot 4h02900 was glued according to the wi version 37, manufactured in the line l-3 on 26/aug/2024 with a total of (B)(4) units. The lot 4h02901 was glued according to the wi version 37, manufactured in the line l-3 on 28/aug/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6008861 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.